Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus service operation repair center (sorc). Omsc reviewed the device history record (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from sorc, there was the possibility that this phenomenon was attributed to the followings. The black-out might occur accidentally due to the running out of battery on the printed-circuit board because the printed-circuit board had function of the sdi out with the battery attached have also sdi output function. The black-out might occur due to the failure of the printed-circuit board which processed the image signal from endoscope. The black-out might occur due to the aging deterioration of the electrical components of the printed-circuit board because over seven years had passed from the subject device had been manufactured.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus service operation repair center (sorc). Sorc checked the subject device and found that the reported phenomenon was duplicated due to the failure of the printed-circuit board. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during unspecified timing, it was found that the endoscopic image of the subject device (sdi) blacked out. There was no report of patient injury associated with the event.